Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on march 2022 by the american journal of sports medicine titled ¿survival and risk factor analysis of arthroscopic ramp lesion repair during anterior cruciate ligament reconstruction.¿ the study reviewed 248 patients and identified acl/pcl instability with bioabsorbable interference screws and tenodesis screws in 5 patients during the 4-year follow-up period. 4 patients experienced cyclops lesion/syndrome. Ref: thaunat m, foissey c, ingale p, et al. Survival and risk factor analysis of arthroscopic ramp lesion repair during anterior cruciate ligament reconstruction. Am j sports med. Mar 2022;50(3):637-644. Doi:10.1177/03635465211068524.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.